Event description:
It was reported by service report that the foot lift was stuck in high height and will not go down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.